Event description:
During a laparoscopic cholecystectomy procedure, the clamp pad was melted and coming off but still attached. Another like device was used to complete the procedure. There was no pt consequence.